Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, four (4) screwdrivers were staining the plastic sterile peel pouches. There was no patient consequence. There is no further information available. This report is for one (1) 4.0mm hexagonal screwdriver this is report 4 of 4 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a (B)(6) employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, four (4) screwdrivers were staining the plastic sterile peel pouches. There was no patient consequence. There is no further information available. This report is for one (1) 4.0mm hexagonal screwdriver this is report 4 of 4 for (B)(4).